Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that medication in the large pump module should have been running at 2.5ml/hr from (B)(6) 2022 at 1245 to (B)(6) 2022 at 2026. However, at some point, the rate was changed to 25ml/hr and then back to 2.5ml/hr. There was patient involvement but impact is unknown.

Event description:
It was reported that medication in the large pump module should have been running at 2.5ml/hr from 08sep2022 at 1245 to 09sep2022 at 2026. However, at some point, the rate was changed to 25ml/hr and then back to 2.5ml/hr. There was patient involvement but impact is unknown.

Manufacturer narrative:
Additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.